Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of cardiac arrhythmia, pain, elevated temperature and white blood cell (wbc) count, and hypertension could not be conclusively established through this evaluation. Additionally, a specific cause for the report of elevated temperature and wbc count could not be conclusively determined; antibiotics were started prophylactically and none of the infection diagnostic tests were positive for infection. The patient remains ongoing on (B)(6). The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. This document also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09mar2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient did not have atrial-fibrillation prior to ventricular assist device (vad) implant, only increased heart rate. As of last clinic visit on (B)(6) 2021 an electrocardiogram (EKG) was taken and no cardiac arrhythmia noted. The EKG was not clinically significant. The event was considered resolved on (B)(6) 2021. Additional information states that patient was on metoprolol and amiodarone for rhythm control. Patient was discharged home with atrial fibrillation. At a 1 month visit an EKG showed no arrhythmias. As of (B)(6) 2021 the patient continued to have pain. The patient reported increased nausea and vomiting since the week prior which may have been related to the aggressive narcotics prescribed. The physician prescribed oxycodone recently.

Event description:
The patient had some supraventricular tachycardia (svt) in the operating room (or) for lvad implant on (B)(6) 2021 and was started on intravenous (IV) amiodarone drip. The patient was defibrillated on sync in operating room. There was pain post lvad implant, patient received patient-controlled analgesia (pca), nerve block and additional pain medication to help manage pain. On (B)(6) 2021, patient had some svt again, bolus dose of amiodarone on (B)(6) 2021, paroxysmal atrial fibrillation noted, patient was on amiodarone drip. On (B)(6) 2021 patient was noted to have elevated automated blood pressure (bp) mean arterial pressure (map). Patient received scheduled dose of oral hydralazine early and IV hydralazine ordered and given. Patients doppler maps returned to 110 mmhg. Patients dose of oral hydralazine has been increased, amlodipine and isordil have been added. Pain is likely contributing to the elevated maps as pain is not under control. As of (B)(6) 2021 patient has 100mg hydralazine every 8 hours, 30 mg of isordil 3 times a day, 10 mg of amlodipine once a day, and hydralazine as needed for maps above 95 mmhg. Patients white blood cell (wbc) count has been trending up since lvad implant on (B)(6) 2021. Patient had blood cultures drawn prior to surgery as standard of care and received prophylactitic antibiotics as standard prior to or. On (B)(6) 2021 after surgery, patient temperature noted to be elevated, up to 39.4 celcius. Patient received ice bath, tylenol, and a cooling blanket after surgery. On (B)(6) 2021, temperatures were noted to be warmer. Wbc remained elevated. No other antibiotics or blood cultures ordered. Patient was being monitored with no infection disease consult. Blood cultures and lactate was drawn on (B)(6) 2021 due to increasing wbc and temperature of 37.5 celcius. No growth to date. Lactate normal. The patient also went for a CT scan of abdomen and pelvis and chest to determine if there was a source of infection, per results, nothing identified as infectious fluid collection. Patient noted to be in atrial fibrillation and atrial flutter at times. Patient transitioned to oral amiodarone, plan was for cardioversion. Patient converted to normal sinus rhythm (nsr) on their own and remained in nsr on (B)(6) 2021. Cardioversion was cancelled. Patient on metoprolol and amiodarone for rhythm control. As of (B)(6) 2021, current medications to help manage bp are metoprolol succinate ER 50 mg daily, lisinopril 2.5mg daily, bumetanide 4 mg twice a day, spironolactone 25mg daily, amlodopine 10 mg daily isosorbide dinitrate 40 mg three times a day, hydralazine 100 mg 3 times a day, and prn 25 mg of hydralazine. Recent maps (mmhg) have been 79, 81, 80, 90, a map goal of 70-80.